Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lap gastric bypass. According to the reporter: the staples did not form correctly in two consecutive firings. The surgeon had to hand sew the gastric pouch and the pt was admitted to ICU and encountered blood loss. There was unanticipated tissue loss and extension surgical time by more than 30 minutes due to the product problem. No reinforcement material was used in conjunction with the stapling device.